Manufacturer narrative:
Implant date added to follow up report which was missed in initial report.

Event description:
New information received states that the patient presented for lead revision. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure and discharged the same day.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction - the complaint on the lead reported in manufacturing report number 2938836-2019-15861 was submitted on the implantable cardioverter defibrillator in manufacturing report number 2938836-2018-07506 previously in error and it should have been reported on the lead manufacturing report 2938836-2019-15861.

Event description:
Related manufacturer reference number: 2938836-2018-07506. It was reported that when a patient presented via remote transmission, oversensing was suspected. Review of the strips indicated rv noise. The patient was seen in clinic. Capture, impedance and sensing were all appropriate. No intervention was performed and the device remains implanted. The physician decided to monitor the lead as the electrical parameters were all good. The patient was stable before, during and after the event. Further review performed on (B)(6) 2018 reiterated prior assessment and signs of noise were noted on the lead. On (B)(6) 2019, patient presented in clinic for routine follow up. Upon interrogation, noise was still noted on the right ventricular lead. Elective replacement of implantable cardioverter defibrillator due to advisory and lead revision was discussed. The patient was stable before, during and after the clinic visit.